Event description:
During a laparoscopic cholecystectomy, covidien 10 mm clip endoscopic applier failed two times. First clip applier- the handle would not operate (fired once and then would not close). The second applier stopped working and would not close (fired staples out but did not grasp tissue). The malfunctions were for 2 different reasons. Another company's clip applier was used to complete the surgery. All staples were removed laparoscopically.